Event description:
It was reported that during testing prior to use, the implantable pacing lead required too many turns in order to extend and retract the helix. A new lead was selected and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies were found. The analyst noted that the lead was returned with the helix not fully retracted. The helix was able to be extended and retracted within specifications.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.